Manufacturer narrative:
The device was not returned for evaluation. The lot number is unk therefore the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the drain broke off in the pt. The pt was discharged from the hosp on (B)(6) 2014. The pt returned to the hosp on (B)(6) 2014 complaining of abdominal pain. A CT scan was performed and 2 segments of the drain were noted in the pt measuring 2 cm and 25 cm. The fragments were surgically removed.